Event description:
Journal reference: schupbach et al. "Subthalamic nucleus stimulation is efficacious in pts with parkinsonism and lrrk2 mutations" mov disord. 2007; 22(1): 119-121. The article describes the results of a study involving 69 patients being treated with bilateral deep brain stimulation (dbs) for symptoms related to advanced parkinsons disease. The goal of the study was to assess clinical response to stimulation in nine of the pts found to have the lrrk2 mutation. Reportable event: one of the nine pts (mutation) had psychotic complications (hallucinations requiring treatment with clozapine), a behavioral disorder (addiction to I-dopa) and mild cognitive decline at five years post dbs surgery.